Manufacturer narrative:
H.6. Investigation: no samples or photos were provided by the customer for investigation. While a definitive root cause could not be determined, the customer reported that there was plastic in the cannula. Plastic dust or pieces may be created throughout the manufacturing process via conveying and vibration of plastic components. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed.

Event description:
It was reported that a piece of plastic was drawn up with the bd interlink¿ blunt plastic cannula into the syringe of propofol, and noticed before being pushed into the patient's IV. The following information was provided by the initial reporter: "it was brought to my attention that the bd blunt plastic cannula ref# 303345 is leaving a tiny piece of plastic in the vial. It has been noticed that this piece of plastic has been sucked up into the syringe of propofol and was caught before being pushed into a patients IV."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a piece of plastic was drawn up with the bd interlink¿ blunt plastic cannula into the syringe of propofol, and noticed before being pushed into the patient's IV. The following information was provided by the initial reporter: "it was brought to my attention that the bd blunt plastic cannula ref# 303345 is leaving a tiny piece of plastic in the vial. It has been noticed that this piece of plastic has been sucked up into the syringe of propofol and was caught before being pushed into a patients IV."